Manufacturer narrative:
Na

Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. High capture theshold was also noted. The physician turned off defib therapy until the lead can be replaced. Replacement is pending.